Event description:
Additional information received reported the patient was scheduled to have their device replaced on (B)(6) 2014. The implantable neurostimulator recharger (insr) was not returned to the manufacturer. (B)(4).

Event description:
It was reported that 3 weeks prior to (B)(6), the patient¿s implantable neurostimulator (ins) battery was low so they went to charge their ins and the recharger discharged their implant. Then the screen on the recharger said that the recharger was not compatible with the ins. The message said ¿device incompatible¿. The patient was unable to recharge their ins or communicate with their device using their programmer or recharger. The patient was unable to feel stimulation. The cause of the event was determined to be due to a power surge. The patient had their recharger plugged in and was recharging their ins when a power surge happened. After that the patient was unable to use their recharger and the patient lost stimulation. The loss of stimulation and therapeutic effect were sudden. It was noted that the patient lost stimulation approximately 2 weeks prior to (B)(6) so it was unclear when the patient lost stimulation. The patient was given a new recharger but that would not connect to the ins either. A manufacturer representative met the patient in the clinic on 2014 (B)(6) and performed a trickle charge. Even after the trickle charge the new recharger would not communicate with the ins. A programmer and clinician programmer were also unable to communicate with the ins. The patient was going to be scheduled for an ins replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4) , found no significant anomaly. The battery had reduced capacity due to over-discharge. The last recharge performed in the field was on (B)(6) 2014, it was charged to 3.73v or 50%, the battery depleted to a lock mode on (B)(6) 2014 05:48:12 am with the stim on, typically the battery goes into an over discharge state in approximately 50 days after reaching the lock mode. The ins was not recovered in the field; a physician mode recharge (pmr) was performed in the analysis lab and did recover as normal with one over discharge count, the ins did pass functional testing after telemetry was restored.

Event description:
Additional information was received on 2016-03-21 stating that the device had failed. There was an implantable pulse generator (ipg) failure. It was noted that there was a device malfunction, failure, and device usage issue. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was replaced on (B)(6) 2014 due to a power surge that had occurred while the patient was recharging their device. The patient reported less than 50% therapy relief. The recharger was returned and upon analysis it found the device passed bench testing. The faceplate was scratched and the antenna cable was discolored. C100. No patient outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Event description:
Additional information received reported the patient¿s device was replaced on (B)(6) 2014. After the replacement the patient was noted to be doing well and getting good therapy.

Manufacturer narrative:
Product ID 3998, lot# v658240, implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37082-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37751, serial# (B)(4); product type recharger. (B)(4).